Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 a review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, residual liquid and foreign material in suction cylinder, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Although we confirmed foreign material adhered in suction cylinder from provided photo by sbc, could not identify the material. The foreign material may not have been removed because reprocessing could not be conducted properly by the following. We could not identify the foreign material. We could not specify the cause of the material remained in the device. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection chapter 3 cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited residual fluid and foreign substances from suction cylinder. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.